Manufacturer narrative:
H6: d1102 code updated, previously updated d16 code are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-operation that the device did not stimulate. During setup performed the electrode check after connecting up all the electrodes. They received green ticks and entered the monitoring screen. However, when try to stimulate the nerve, they were not getting any feedback from the nim vital nerve monitor. They disconnected the patient interface and tried it with the other patient interface and the system worked correctly with proper stimulation of the nerve and correct feedback. There was no patient impact.